Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure. H6 medical device problem code - (B)(6).

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced a sensor error and no readings. The patient experienced hyperglycemia and seizures. The patient´s daughter took the patient to the hospital. At an unspecified time of the event, the blood glucose reading was 750 mg/dl and no continuous glucose monitor readings. The patient was treated at the hospital with insulin and was discharged after 3 days. At the time of the report the patient had recovered. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.